Manufacturer narrative:
The events of "capsular contracture " is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture,baker grade IV¿.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and exchange from textured to smooth implants due to the patient's concern with the product. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, white particles calcification -like in device outer surface, yellow particles device outer surface and one curved opening. A microscopic analysis and leak test were performed which identified one curved opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one opening striated in the side posterior assessed as surgical damage.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and exchange from textured to smooth implants due to the patient's concern with the product. The device has been explanted.